Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the error reappears.